Event description:
It was reported that the patient underwent spinal fusion from t5-l1. Patient recently reported to the surgeon that she is hearing "squeaking" coming from her back. X-ray images revealed rod slippage at the distal end of the construct. No revision surgery has been performed. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Post-op x-ray review shows posterior construct at t4-t12. Rod slip is noted at the lowest screw on the right side.